Manufacturer narrative:
One used stent separated into 3 pieces was received. Part number and lot number of the stent not confirmed. The stent is brittle with slight encrustation observed on the buffed segment and the body segment. The kidney end and the body segment are mating fractures however the bladder curl is not mating to the opposite end of the body segment. The bladder ends first sideport has a small tear as if the tether had been pulled and tearing the stent material. The customer was contacted for add'l info concerning the location of the remaining stent segment noting this response: segment floating in bladder - removed remaining portion of sent in correct position in ureter. Grasping forceps used to remove middle portion without difficulty. Stent came out in the 3 pieces. That is all that is noted in operative notes. Unable to determine the location of the remaining segment of the stent and the length of time the stent was indwelling in the patient due to the limited info rec'd and the stent being placed at a different facility.

Event description:
Admitted for right hydronephrosis, abdominal pain, n/v. During cystoscope noted distal 2-3 cm of double j stent broken off of right ureter at stent. That portion of stent was floating in bladder. Proximal third of stent had broken away from middle portion. Stent came out in 3 pieces. Had cystoscopy right ureteral stent removal and right ureteroscopy. Double j stent had been inserted at another facility in (B)(6) 2009. Segment floating in bladder - removed remaining portion of stent in correct position in ureter. Grasping forceps used to remove middle portion without difficulty. Stent came out in the 3 pieces. That is all that is noted in operative notes. Stent was placed at medical center in (B)(6). The pt is fine, no further complications. After the stent segments were removed, the contact is not sure if another stent was placed. The pt is fine, no further complications.